Event description:
It was reported that pump touchscreen was frozen and would not respond, so customer was unable to interact with pump screen even though screen was not cracked or shattered. There was no adverse impact to the customer's blood glucose level. Customer reset pump using information provided by technical support and was able to interact with pump screen after reset.